Manufacturer narrative:
The following fields have been updated with additional/corrected information: d4: device available for eval: yes. D4: returned to manufacturer on: 03-oct-2023. H6: investigation summary: bd received 5 samples for investigation. 100 retention samples were inspected with no issues being identified. The customer return samples were evaluated via a clinical study for erroneous calcium results and no issues relating to erroneous results were observed: no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-calcium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results-calcium. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were low calcium results for one patient sample. Patient was incorrectly treated with calcium. Treatment was discontinued once sample rerun results were received. The following information was provided by the initial reporter: "customer states they are receiving low calcium results with tube. Was patient treatment changed as a consequence of the issue with results? Yes, calcium given to patient, but stopped when rerun result was reported."

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were low calcium results for one patient sample. Patient was incorrectly treated with calcium. Treatment was discontinued once sample rerun results were received. The following information was provided by the initial reporter: "customer states they are receiving low calcium results with tube. Was patient treatment changed as a consequence of the issue with results? Yes, calcium given to patient, but stopped when rerun result was reported."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.